Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Bezoar and gastro intestinal ulcer is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, on an unknown date, the patient underwent a gastroscopy, during which a large bezoar was observed and removed. The patient's j tube was removed and the patient underwent a peg replacement. The patient did not undergo a j tube replacement due to the presence of an ulcer at the intestinal level. The patient was prescribed omeprazole twice per day for two months for the intestinal ulcer.